Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6 investigation summary. Visual inspection: the driving cap/threaded (part # 03.010.523 & lot # l812378) was received at us cq. Upon visual inspection it was noticed that the threaded distal tip is broken off at the most proximal end. The device had surface scratches along the shaft and several dents on the top of the proximal head from hammer blows. These cosmetic issues are consistent with normal wear. No other issues were identified with the device. Device failure/defect identified? Yes. Dimensional inspection: the dimensional inspection was performed on the returned device. Due to the threaded distal tip was lodged in the insertion handle, the diameter of the groove proximal to the broken tip was measured. Groove diameter. Specified: - 6.00+/-0.1 mm. Measured: - 5.96 mm (caliper ca215p). This was within the specification. Shaft diameter adjacent to the break. Specified: - 7.8 mm +/- 0.1 mm. Measured: - 7.76 mm (caliper ca215p). This was within the specification. Document/specification review: the following drawing, reflecting the manufactured and current revision, was reviewed. - connector for insertion handle. During the investigation no product design issues, or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the driving cap/threaded (part # 03.010.523 & lot # l812378) as the threaded distal tip was broken off at the most proximal thread part. While no definitive root cause could be determined, it is possible the device encountered unintended forces when it was used. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Device history. Part: 03.010.523. Lot: l812378. Manufacturing site: bettlach. Release to warehouse date: 27 july 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a nail insertion procedure on (B)(6) 2020, the driving cap broke after the nail was locked to the insertion handle. There was a surgical delay of 3-5 minutes to get the new set. The procedure was completed by extracting the nail by pulling and hitting the insertion handle, because the driving cap threads broke in the nail. Then connected the nail to a new insertion handle and used a different driving cap. Patient status is unknown. Concomitant device reported: radiolucent insertion handle (part # 03.033.001, lot # unknown, quantity 1), unknown femoral nail (part # unknown, lot # unknown, quantity 1). This report is for one (1) driving cap/threaded. This is report 1 of 1 for complaint (B)(4).